Event description:
The affiliate stated the customer reported the white blood cell (wbc) bath was not draining involving the coulter act diff 12 analyzer. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. There were no erroneous patient results reported out of the laboratory. The customer indicated the samples were reanalyzed on an alternate instrument. Patient care was not impacted with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) verified and observed a faulty bio-chem valve #14. The fse replaced the faulty valve and resolved the reported issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the bio-chem valve. (B)(4).